Event description:
It was reported that the patient experienced a surgical procedure to remove an artificial urinary sphincter(aus) cuff due to an infection. The patient later had a surgery to reimplant the aus. A patient outcome of stable was reported.